Manufacturer narrative:
The device was received by depuy synthes power tool. Reliability engineering evaluated the product, and confirmed the loose particulate for the majority of the returned product. Some of the units had loose parent material from the packaging, and others were found to be free of particulate. Internal corrective action has been initiated in order to further investigate and resolve the issue. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Reporter from (B)(6) reported debris in sterile packaging. It is unk if the device was used in surgery. It is unk if there was pt/user injury or medical intervention. The date of the event is unk. If any add'l info should become available, this notification will be updated accordingly.